Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2011. On (B)(6) 2011, a small pericardial effusion was detected. The patient was given motrin for two weeks and the effusion resolved by the one-month appointment. Although this event does not meet the definition of an MDR, the FDA has requested all effusions to be reported.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted.